Event description:
Boston scientific received information that during a routine implantable cardioverter defibrillator (ICD) device (vitality model 1870 sn (B)(4)) replacement procedure, a review of the data revealed the shock impedance measurements of this right ventricular lead had increased since implant. When this lead was removed from the device, visual inspection revealed the proximal coil setscrew was not tight. When this lead was connected to the replacement device (teligen model f102 sn (B)(4)), shock impedance measurements increased further and noise was revealed. Reprogramming to single coil revealed high out of range shock impedance measurements. Defibrillation threshold testing (dft) was performed at 21 joules. When the shock was delivered, an error code was revealed indicating a shorted shock lead. The shock did not terminate the ventricular fibrillation, however, the patient with this device converted on their own. A lead revision is intended in the near future. No adverse patient effects were reported.

Manufacturer narrative:
When this lead has been removed, replaced and returned, analysis will be performed and this event will be updated.

Event description:
Additional information was received. This lead was discarded by the facility and will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.